Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no device/lot information was provided. The investigation determined the reported heart failure was related to patient conditions. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization, additional therapy/non-surgical treatment and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post mitraclip procedure, worsening heart failure occurred requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. On (B)(6) 2019, the patient had worsening heart failure confirmed. Echocardiography showed mr was mild to moderate (1-2). The symptoms of heart failure did not improve. On (B)(6) 2019, the patient was inserted with a left ventricular assist device (lvad) the patient¿s condition improved with lvad circulation support. However, there was a risk of mitral stenosis and that the clip may come off and be sucked into the lvad. Therefore, mitral valve replacement was performed. The mitral clips were noted to be grasped on both leaflets. There was no relationship between worsening heart failure and implanted clip. The worsening heart failure was caused by the underlying disease, dilated cardiomyopathy which was originally in poor condition. No additional information was provided.